Manufacturer narrative:
B3 event date is approximate. Month and year of the event are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that for the last couple of days they have not been feeling stimulation in group c. Caller stated they do feel stimulation in groups a and b and have been using group a primarily. Caller lost phone number for manufacturer representative (rep). Agent reviewed role of rep and the caller was redirected to their healthcare provider to further address the issue.